Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported failure to advance was unable to be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported failure to advance appears to be related to operational context. The catheter was observed to be bent, which is consistent with being damaged during use and will contribute to poor device deliverability. The stretched and torn guidewire exit notch is consistent with the catheter being inserted onto a guidewire and force used to remove the catheter from the guidewire but is not related to the reported failure to advance. In this case, it is likely that the catheter damage was caused by the patient¿s anatomical conditions. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the right coronary artery (rca) with 80% stenosis. The dragonfly optis imaging catheter was used prior to the stent being implanted; however, failed to cross due to the anatomy post stent implantation. Another dragonfly optis catheter was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the guidewire exit notch was stretched and torn. No additional information was provided.